Event description:
Inr machine readings are off; I started noticing in december when I was in the hosp that the inr readings from my machine verses the blood draws the results were coming out different. They about .7 off which can be very dangerous for a person monitoring their inr levels. So when I got out of the hosp and was monitoring my inr for 6 weeks it was the same, the readings were way off. The machine reads higher than what it actually is, which would cause the dr to change the dosage based on the machine reading which is not a correct reading and not really close to the lab results. This could cause harm in the pt of not getting the right medication. I have noticed that the machine reads much higher than the actual blood draw results. When doing this test I took my machine into the lab and we did a venus draw, and used the blood from the venus draw in the machine. Also did a finger stick which the finger stick method had the same results as using the venus blood. Drawn seconds from each other always at 8 am for six consecutive weeks. FDA safety report ID# (B)(4).